Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2020-22203. It was reported the patient experienced ineffective stimulation for the past year. Surgical intervention was undertaken in which the leads were repositioned. Surgical intervention addressed the issue.